Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties and a shaft break outside the patient occurred. The target lesion was located in the right coronary artery (rca). A 38x3.0mm taxus liberte stent delivery system (sds) was advanced but it could not cross the lesion and the shaft broke at the y-connector outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "stable". However, device analysis of the 38x3.0mm taxus liberte sds revealed stent damage and a shaft break.

Manufacturer narrative:
A visual and microscopic examination of the returned complaint device revealed stent damage and a shaft break. The stent struts on row 14 from the proximal edge of the stent were slightly raised. There was also a break in the catheter shaft approximately 60cm from the catheter strain relief. The shaft was kinked at the point of separation. The balloon and tip sections of the device were also examined and there were no issues noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)